Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: the pump was returned with all audio settings set to ¿high¿. The battery cap was returned and used to complete investigation. During evaluation, the pump was powered on and displayed the ¿verify¿ screen. The display screen was found to be clear and legible. The audible alarm was found to be functioning appropriately with no issues; at (B)(4) activation, the pump audio measured at 65.6db in the (B)(4) tester. The vibratory feature of the pump was functioning appropriately with no issues. The pump was opened to inspect the (B)(4); there were no defects found to (B)(4). The reported, ¿no audio¿, complaint was unable to be duplicated during investigation. All keypad buttons and the audio bolus button were found to be responsive to button presses.